Manufacturer narrative:
The implant date and lot number were obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid leak caused by a hole in the cuff. No patient complications were reported.